Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-01290. It was reported the patient experienced ineffective stimulation with her original pain pattern. As a result, surgical intervention was undertaken on (B)(6) 2017 with plans to revised the same leads. However, due to scar tissue and epidural fibrosis the right lead was explanted during the procedure. In turn, the left lead was repositioned inside the epidural space which subsequently provided coverage to all pain areas. Note: both leads are being reported as its unknown which device was explanted.